Event description:
It was reported that during preparation for an atrial fibrillation (af) procedure the faradrive steerable sheath clear was selected for use, during preparation of the farawave catheter, after the physician inserted the catheter into the faradrive, a lot of bubbles were exiting from the faradrive during the aspiration with syringe. The physician did this move three times and the result was the same: lots of bubbles were exiting. The troubleshooting was performed and the faradrive was replaced. The procedure was completed without patient complications. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. Based on all available information, boston scientific assigned the investigation conclusion code of cause traced to component failure to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation (af) procedure the faradrive steerable sheath clear was selected for use, during preparation of the farawave catheter, after the physician inserted the catheter into the faradrive, a lot of bubbles were exiting from the faradrive during the aspiration with syringe. The physician did this move three times and the result was the same: lots of bubbles were exiting. The troubleshooting was performed and the faradrive was replaced. The procedure was completed without patient complications. It is unknown if the device is expected to be returned.